Manufacturer narrative:
The devices in question (26159shw, lot: pq03; (B)(6), lot: xl02; (B)(6), lot: nk04) were received by the manufacturing site in germany for investigation. The error described by the customer "scissors broken" could be confirmed. However, analysis of the instruments reveals severe corrosion, in particular pitting on the scissor blade and corrosion at the distal end. These types of damage are typical of multiple improper reprocessing cycles, especially when drying is insufficient. In combination with mechanical overuse, this can negatively affect material integrity and lead to breakage. The complaint is most likely due to improper handling and faulty reprocessing. The investigation did not reveal any root cause related to the device design, labeling, or manufacturing process. All quality control measures were met, and no non-conformities were found in the production records. In addition, we want to draw your attention to page 7 of the corresponding instruction for use (document ID: 97000045_version: 2.0 - 10/2017)) which includes a warning under section 4.5 "assembly, inspection and care" advising to visually inspect the cleaned and disinfected medical device for cleanliness, completeness, damage and dryness. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scissors break even when used once. No negative impact in state of health reported. Cross reference: MDR (B)(4).